Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past one to two weeks the down arrow keypad button required hard presses to elicit a response. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and does not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 date of submission 03/22/2013: additional information was received from the reporter: the reporter stated on (B)(4) 2013 that the ok keypad button was now unresponsive. The reporter also stated that there was damage noted to the keypad two months ago.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed keypad is torn off at the 'ok' and 'down' arrow buttons,exposing the keypad flex. The button contacts are missing on the 'ok' and 'down' buttons.the 'up' arrow button has intermittent response to button presses.the 'contrast' button is unresponsive to button presses. Removed remaining piece of keypad cover. Contamination is present on the 'up' and 'contrast' button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.